Event description:
It was reported by a customer in (B)(6) that, during patient use, the shiley neonatal endotracheal tube was leaking. The patient was re-intubated with a size 3.0 ett endotracheal tube manufactured by a competitor, and no leak was detected. No additional information was provided. The sales representative is following up with the customer to obtain further information.

Manufacturer narrative:
The replaced device is expected to return for investigation. However, it has not yet been received. The customer has not provided the lot number, and without a lot number, we are unable to determine the manufacturing date. (B)(4).